Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during the validity period of the PICC catheter, the PICC catheter was left in place for more than 5 months, and during the replacement of the PICC catheter on (B)(6) 2023, the PICC catheter was ruptured in the body, and the broken catheter was removed by emergency interventional surgery. No other information was provided.